Event description:
It was reported that failure to capture and high, out of range, hvl impedance were observed on the right ventricular lead. Patient was asymptomatic and no isometrics were performed. Due to the advance age of the patient, no intervention was required; as risk would potentially outweigh benefit. Programming changes were made. Patient is in stable condition.